Event description:
The customer reported that they were hospitalized for high bgs. The customer was released and back on pump at the time of call. Troubleshooting was performed. The programming on the pump is correct. The functional testing passed and the insulin exited. It was informed that the customer had anxiety prior to hospitalization. Bgs were treated.